Event description:
It was reported that during a procedure, the tip of the driver snapped off into the head of a 3.5 locking screw. The broken driver tip was unable to be removed and remained implanted in the screw head in the patient. No patient complications were reported.